Event description:
The doctor noticed that the trailing haptic was bent after the insertion of the lens in the patient's eye. The lens was removed and replaced.

Manufacturer narrative:
See MDR 1920664-2008-00228 for delivery device used with the intraocular lens.